Manufacturer narrative:
Evaluation summary: as received, all three leaflets appeared slightly dehydrated. Leaflets appeared slightly shrunken and slightly stiff. No other visible inconsistencies observed on all three leaflets. The wireform was intact, as evident in the x-ray. Despite repeated attempts to receive further information regarding the device, no additional information regarding the reason for explant was provided. The explanted device was returned for evaluation. Unfortunately, the root cause of this event cannot be confirmed based on the available information. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Event description:
It was reported that the valve was explanted after an implant duration of approximately 2 days. The reason for explant is unknown. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve.